Manufacturer narrative:
Block b3: date of event: date of event was approximated to apri 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare unable to cut through tissue.

Event description:
It was reported to boston scientific that a captivator ii was used during a treatment procedure on an unknown date. During the procedure, puncture or resection failure occurred due to a mechanical malfunction of the snare. The procedure was completed. There were no further patient complications reported as a result of this event.